Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, migraine, depression, constipation, uti, adenomyosis, genital bleeding and abdominal pain. Concomitant products included atenolol since 2007, fluoxetine hydrochloride (prozac) from 2008 to 2010, labetalol from 2011 to 2012 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type:dermatitis, rash on abdomen,") and dermatitis ("rashes or skin conditions type:dermatitis, rash on abdomen,"). The patient was treated with ibuprofen, lidocaine hydrochloride;polymyxin b sulfate (polysporin + pain relief) and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, dermatitis, dysmenorrhoea and dyspareunia had resolved. The reporter considered dermatitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Bilateral essare filaments are identified. Both fallopian tubes are occluded. The endometrial cavity has a normal appearance. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, migraine, depression, constipation, uti, adenomyosis, genital bleeding and abdominal pain. Concomitant products included atenolol since 2007, fluoxetine hydrochloride (prozac) from 2008 to 2010, labetalol from 2011 to 2012 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type:dermatitis, rash on abdomen,") and dermatitis ("rashes or skin conditions type:dermatitis, rash on abdomen,"). The patient was treated with ibuprofen, lidocaine hydrochloride;polymyxin b sulfate (polysporin + pain relief) and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, dermatitis, dysmenorrhoea and dyspareunia had resolved. The reporter considered dermatitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Bilateral essare filaments are identified. Both fallopian tubes are occluded. The endometrial cavity has a normal appearance. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and dysmenorrhea. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.